Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips the retainer wings that click the battery into place were no longer holding the battery in place. The device was reported to be in use, however, no direct adverse event to the patient or user was reported.

Event description:
It was reported to philips the retainer wings that click the battery into place were no longer holding the battery in place. The device was reported to be in use, however, no direct adverse event to the patient or user was reported. One battery was returned for failure analysis. Although the battery tested and operated as normal during testing/analysis/investigations in lab, the battery appeared not to firmly lock into place when inserted in the compartment. It is noticed that a slight upward force applied to the battery from the left side latch would disconnect the pack, therefore shutting down the mrx unit. A good battery, with a side latch in good shape and condition, would not show such issue. The allegation was confirmed.